Event description:
Report received of fluid being infused into the collection bag. The pump was programmed to deliver 10gm of aminocaprioc acid in 10ml of ns. The pump was programmed to deliver the fluid in 30 mins. It was reported the anesthesiologist stated "there was no alarm conditions until the collection bag was full." Initially, the anesthesiologist thought this was due to tubing issues, so the tubing set was changed. The therapy was resumed. After an unspecified length of time, it was again noted that the medication was infusing into the collection bag. The pump was removed from clinical svc and therapy resumed with a replacement pump. There were no adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.